Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. A 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the force sensor was found to be out of calibration. During evaluation the pump intermittently detected the cartridge during the load step.

Event description:
The patient reported that during the load step the pump pushed all of the insulin out of the cartridge and the pump emitted a "no cartridge detected" warning. The patient reported that this happened on two different cartridges.